Event description:
In this case, it was reported that the valve was implanted then explanted during the same surgery. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details.

Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.

Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up with the health-care provider, the subject device was explanted at implant due to "annular dehiscence." The patient was not taken off cardiopulmonary bypass prior to device removal. Per health-care provider, there was no device malfunction or quality deficiency related to the device. No additional information has been provided by the health-care provider to suggest that a device malfunction, serious injury, or death has occurred. No further actions are possible with the available information.